Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were there any patient consequences? If yes, please describe." The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that cb12lt device was returned inside its package unopened and with the universal seal unlatch from the sleeve. In an attempt to replicate the reported incident, the device was functionally tested to detect any reducer attachment removal issues. Upon evaluation of the device, the universal seal latch onto the sleeve assembly. In addition the obturator latch onto the universal seal as well. The device was fully functional according to the manufacturing requirements. Upon visual inspection, it was observed that the pouch and tyvek from the packaging were damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the inside out. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hernia repair, damage was noticed on the top seal; part of the device had broken off into the sterile packaging.